Manufacturer narrative:
Correction to h10 of the initial report, the subject device was not returned therefore, was not avilable for additional microbiological testing. This report is being supplemented to provide additional information based on the legal manufacture's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned and the user culture results not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending.

Event description:
It was reported that the duodenovideoscope exhibited suspected device contamination. The device was quarantined waiting for microbiological test results. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.